Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the insulin pump was damaged at reservoir compartment. The customer¿s blood glucose level was 127 mg/dl. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.